Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an error message was observed following interrogation of the device. The event was resolved by reprogramming the device. The patient experienced no adverse health consequences.

Event description:
Additional information received indicated there was no error message but upon interrogation of the device the device was in emergency vvi settings. The event was resolved by reprogramming the device.